Manufacturer narrative:
(B)(4). (B)(6). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According the reporter; the device was tested prior to use and the balloon could not be inflated. Another device was used for the case. This occurred prior to patient involvement.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Functionally, the dissector balloon was inflated and did not demonstrate any leaks. Visual and functional testing of the returned sample confirmed the product met quality release specifications . The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Note that the information for use brochure which accompanies each product shipment states to remove the obturator from the cannula before attempting to inflate the balloon. By not removing the obturator, the balloon will not be able to be inflated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.